Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient weight not provided for reporting. Unknown when non-union or device malfunction began. The 510k: this report is for an unknown elastic nails/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review could not be conducted due the insufficient information¿s. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes on an event in (B)(6) as follows: 14. March 2018 the patient filed a complaint with johnson and johnson, llc (B)(4). On 19.march 2018 the patient did provide full event description: on (B)(6) 2012 the patient was skating on roller skates and broke the right collarbone. The patient was hospitalized in traumatologic office of (B)(6). In (B)(6) 2012 an operation was carried out, during which a titanium pin "ten" manufactured by synthes was installed. The patient does not know the product code and lot, because the service agreement did not provide this information. The patient reports that the products were purchased from the company (B)(4), which purchased the products from (B)(4). The patient personally did not see the product before the surgery, because the product were sent directly to the hospital. X-rays were taken after the surgery. In the postoperative period, the patient followed the recommendations of the attending physician. There were no physical activity. The patient walked in a fixing bandage on her arm over her shoulder. A week after discharge from the hospital, (B)(6) 2012, the patient in the dream, raised his right hand and was awakened by the crunch in the area of the right shoulder. She dropped her hands on the bed and there was a second crunch. Then there was a sharp pain in any position of the arm at the fracture site. The patient appealed to the emergency room x-rays showed a fracture of the pin at the site of the fracture of the clavicle. The ambulance took the patient to the hospital, but the patient was afraid of repeated surgery and anesthesia and refused surgery to remove the wreckage of the product. The fracture healed in just a few months. In (B)(6) 2012, (B)(4) was approached by the patient's uncle on her behalf on the quality of the product, but due to the fact that the product has not been removed, no expertise was not done. In (B)(6) 2016, the patient began to feel pain in the right clavicle, after a few days she went to the hospital, she was x-rayed and found a fracture of one of the fragments of the pin (near the sternum) in the joint of the sternum and clavicle. But due to the fact that the fragment was in the bone, on the advice of the traumatologist the patient did not surgery. On (B)(6) 2017 patient came to the consultation with the surgeon on the situation with the fracture of the pin in the clavicle. The patient underwent an x-ray, where it was found that a fragment of the pin, which broke down in (B)(6) 2016, migrated from the bone and joint and got into soft tissues near the jugular cavity. CT from (B)(6) 2017 confirmed it. In (B)(6) 2017 the patient underwent surgery to remove the wreckage in (B)(6). The patient did provide x-rays, picture of the product, epicrises. The patient will ask hospital to provide more information about product. The patient applied to verify the extracted fragment of the product on the authenticity of the company synthes products this complaint involves one part. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products : broken off piece of a device received. Unknown if this part is from the nail. Facility reporter name is unknown. Date rec¿d by MFR : the alert date was updated and the new alert date is 3/14/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation was performed for the subject device : investigation selection: investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: we have received a approximately 18mm long fragment of a green ten nail. One side of the fragment is clearly broken and the second side looks like it was cut. Dimensional inspection: the relevant dimensions can not be verified as the lot number was not provided and the outer diameter on the drawing has changed several times in the past. Drawing/specification review: the drawing / specification could not be reviewed as the lot number is unknown. Material review: the certificate of the raw material could not be reviewed as the lot number is unknown. Summary: the received condition of the nail is concordant with the complaint description and the complaint condition is confirmed. The x-ray also show the narrative of the complaint. The device history could not be reviewed as the lot number is unknown. The implant is broken while the patient in the dream, raised his right hand and was awakened by the crunch in the area of the right shoulder. She dropped her hands on the bed and there was a second crunch. The design and clinical risk management document was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.